Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 7 xb sterile packaging was missing. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. The cannula was not returned. It showed no signs of clinical usage and no evidence of blood. A visual inspection determined that the accessory tray and vasoview bisector were returned inside the clamshell; however, the cannula was not returned. The sterile packaging was missing. The production batch was for (B)(4) pieces, and the production record confirms that (B)(4) pouch labels were consumed. We are unable to determine when the sterile pouch was removed from the device, but we believe it was removed post-distribution. (B)(4).